Manufacturer narrative:
Analysis of the returned subject device did not permit to reproduce the reported event as the monitor present an orange light and is out of order. Review of the event logs did not permit to reveals any anomalies. As the subject device is out of order, no further investigation could be performed. The main probable hypothesis is that a hardware or component failure caused the reported event. The main origin of the reported event could not be established with certainty. This case is retained and utilized for trend purposes.

Event description:
Reportedly, on (B)(6) 2025, the monitor is unable to connect / transmit and the red light is constant. Rebooting the device did not resolve the issue.

Manufacturer narrative:
Analysis of the returned subject device confirmed the reported event. The smart monitor is out of order. Review of the event log and files is still ongoing, results are not available yet.

Event description:
Reportedly, on (B)(6) 2025, the monitor is unable to connect / transmit and the red light is constant. Rebooting the device did not resolve the issue.